Manufacturer narrative:
The patient was born in 1960. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was due to poor environment/source of water. On the same day as the onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes and frequencies not reported) for peritonitis. At the time of the report, the patient was recovered from the event. Twenty one days after the event onset, antibiotic treatment was discontinued. Action with dianeal therapy were ongoing. No additional information is available.